Manufacturer narrative:
(B)(4). Date sent: 5/30/2024. D4: batch # 623a58. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one cecr60w reload was received unfired. The returned reload was loaded into a test device. The reload was tested for functionality with a test device and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon suzhou¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. The event described could not be confirmed as the reload performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number (B)(6), and no non-conformances were identified.

Event description:
It was reported that during procedure after fired, noted the staples malformed. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.